Manufacturer narrative:
The physician is (B)(6). (B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon burst. The catheter was noted to be free of obvious kinks and bends and no torn areas were observed along the catheter. Microscopic analysis confirmed that the balloon burst. Additionally, the outer diameter of the catheter was measured in some points and it was found within manufacturing specifications. The reported clinical observations of difficulty to advance in the anatomy and torn lumen could not be confirmed. The most probable root cause for the observed problem of balloon burst is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wire guided dilatation balloon was used in the biliary stone during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon could not cross the common bile duct and the lumen was damaged. The procedure was completed with another cre wire guided dilation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable on august 11, 2021 based on the investigation results of balloon burst.